Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached/clogged to the ``curved rubber adhesive area'', ``curved rubber'', and ``connecting tube'', but it was not possible to identify the foreign matter. The reprocessing procedure for the remaining foreign matter did not deviate from the instruction manual. No physical damage was observed where foreign matter remained. The detection method is described in chapter 3 preparation and inspection of the operation manual gastrointestinal videoscope,gif-lv1,colonovideoscope,cf-lv1l,cf-lv1i. Preventive measures are described in the instruction manual gastrointestinal videoscope,gif- lv1,colonovideoscope,cf-lv1l,cf-lv1i,reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegations reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoacope exhibited adhesive on bending section cover had foreign objects, connecting tube had foreign objects and bending section cover had foreign objects. There was no patient involvement.